Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported a csf leak occurred during the removal of the trial lead, which the physician addressed by applying one stitch on the leak area. The pt did not experience symptoms related to the csf leak. The lead will not be returned.